Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No sample has been received at manufacturing for evaluation. Review of the complaint history showed one similar complaint reported. Review of the compounding, preprocessing, filling and packaging manufacturing batch records (mbrs) showed no anomalies that may have contributed to the complaint condition. A single normal level 1 inspection by attributes for particulate inspection was completed by qa for this product which met specifications. Incoming components are verified to meet key design criteria via dimensional analysis and attribute inspection prior to disposition. Finished product testing shows the product lot met specifications. The reported ophthalmic oil is compounded by (1) chemical and thermal extraction, and (2) sterile filtration of oil prior to filling. The product is then filled into its primary packaging components using aseptic processing. The reported ophthalmic oil is filled in glass bottles, the stoppers are made from silicone and the product is filled on line 21. The product is terminally sterilized using dry heat. Following sterilization, units are 200% inspected for particulate in the solution and then packaged into pouches and sealed. The product insert which includes instructions was reviewed. Based on the manufacturing process of sterile filtration, silicon stopper and glass vial, the root cause of the complaint condition cannot be determined. Potential root causes included: nonconforming unit - finished product testing shows the product lot met specifications. Event outside of the manufacturer's control thus, unable to confirm the product labeling for the reported ophthalmic oil provides indications for use, contraindications, warnings, precautions, and directions for use to ensure proper use of the product. Instructions also state, ¿all components for single use only¿. A comprehensive evaluation was completed that included review of the complaint history, mbrs, in-process particulate inspections, and finished product testing. The review shows that the manufacturing processes were in a state of control. Based on acceptable mbr reviews, in-process and finished product inspection results, finished product testing results, the lot continues to be acceptable. No further action is warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No actual customer product sample has been received at manufacturing for evaluation. Retain samples were tested for volume resistivity and stability product specifications and all tests passed and met required specification. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that ophthalmic oil was instilled into a patient's eye during a vitrectomy, scleral buckle and macular peel surgery after which the patient experienced increased inflammation, iritis and uveitis. The patient was treated with increased drops post-operatively. The patient's condition is reported as resolved.